Manufacturer narrative:
The referenced gastrointestinal bleeding was reported under MFR report # 2916596-2018-04955. Approximate age of device - 3 years 11 months the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has a history of gastrointestinal bleeding and hemolysis. Most recent laboratory tests showed a hemoglobin count of 8.3 g/dl and lactate dehydrogenase (ldh) of approximately 677 u/l. The patient's anticoagulation medication (warfarin, aspirin and plavix) were discontinued due to a recent episode of gi bleeding. The week prior to this event (date not specified), the patient was transfused with red blood cells. Esophagogastroduodenoscopy (egd) or colonoscopy not performed as the patient declined to be admitted. Additional lab results were pending. There were no signs of decompensation on exam, no symptoms of heart failure but the melena continues. Interrogation of the vad showed stable pump parameters. Treatment with tamoxifen 20mg bid would be initiated. The patient's system controller log file was submitted to the manufacturer's technical services to assess for any suggestion of partial pump thrombus. Review of the data confirmed elevated pump power and flows and on throughout the log file. As of (B)(6) 2018, it was reported that the patient was stable, in palliation. No additional information was received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device remains implanted and the patient continues on vad support. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: as of (B)(6) 2018, it was reported that the patient was stable and receiving palliative care.